Manufacturer narrative:
The service request (sr) was opened (B)(6) 2017. A review of the sr indicates that the customer¿s system was out of contract/warranty coverage. An estimate of repair cost was sent to the customer for approval. The customer has not requested service. With no additional, related information provided, the customer reported event was not able to be confirmed. The system was manufactured on march 29, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The illuminator module and xenon lamp were received and a visual assessment of the returned samples showed no obvious nonconformities. The xenon lamp was installed into a calibrated system where the reported event could be confirmed as the lamp was found to have intermittent arcing issues. The testing noted system messages (sm) [failure to turn lamp on: lamp needs to be replaced. Please contact field service] and [the lamp in the table top illuminator needs to be replaced. Please contact field service] were displayed. This is a known issue. The root cause of the reported event can be attributed to the nonconforming xenon lamp with an intermittent arcing issue. An internal investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when turning on the system for testing, the lamp burnt.